Event description:
Patient had initial acl reconstruction (B) (6) 2006 with calaxo screw. Two years post-op presents with left knee pain/swelling and decreased range of motion and revision surgery on (B) (6) 2009.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).